Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the complaint returned plate locking cap washer(s) did not identify material deformation, crack, fracture, or breakage. Optical examination of complaint return bone screw heads display atypical lack of deformation or witness mark indicative of contact /engagement with locking cap feature(s) on the screw head diameter. Witness marks consistent with locking cap contact on the side of the bone screws, just below the bone screw locking cap features. Dimensional examination bone screw head diameters confirm conformance to print specification.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that all four screws "unlocked" causing the plate to "unhook". A revision was done to explant the plate and screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.